Event description:
It was reported that the pt experienced problems with her system and a loss of stimulation after falling down the stairs "about a month ago". The pt could move her device around in the pocket. The pt was redirected to her physician. Add'l info was requested.

Manufacturer narrative:
(B)(4).